Event description:
The laser system has the following problem: system shut down during case and displays "chiller 2" message. Diode chiller is overheating and making excessive noise. Use of the laser was discontinued and the procedure was completed using an alternative method.

Manufacturer narrative:
We are waiting for additional information from the distributor.